Event description:
Patient was in for prostate biopsy, the disposable core biopsy instrument was malfunctioning per md. When the trigger was being released the biopsy tip of the device was not retracting into the sheath as md said it normally did. We obtained another device that did the same thing per surgeon. New device with different lot number was obtained and worked with no issue per surgeon. Bard max-core disposable core biopsy instrument lot# rekz2173, exp11/30/28.